Manufacturer narrative:
Per additional information received on (B)(6) 2023 patient also experienced right sided cyst, bilateral symptomatic ruptures, and bilateral capsular contractures unknown grade. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 14, 2023, states that the mammogram confirmed bilateral intracapsular ruptures and patient also underwent bilateral capsulectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old hispanic female who underwent a breast augmentation primary with an unknown mentor silicone breast implant experienced bilateral salient rupture post procedure. The health care professional confirmed the ruptures. As a result, patient underwent bilateral replacements with an unspecified mentor silicone prosthesis on (B)(6) 2023. This report relates to the right prosthesis.